Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call broken force sensor detected during seating or regular delivery alarm on the insulin pump. Customer¿s blood glucose level was unknown. Customer was advised that the insulin pump detected a possible issue with the motor. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to force sensor flex not properly plugged in to the printed circuit board. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer, corroded battery tube and minor scratches on lcd window.